Event description:
It was reported that, the modular stem, neck, head, liner were removed. The stem was replaced with a zimmer 8' stem + 36 head. He used a (B)(4) for a new insert, he left a cup in.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.